Manufacturer narrative:
The returned device was evaluated and no damages were observed that would contribute to the reported communication error. The cause of the reported event could not be determined. The exposed portion of the soft cannula was observed to be shortened, preventing fluid from flowing through the complete fluid path. The timing and cause of the observed cannula damage could not be determined. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Event description:
A patient reports while wearing a pod their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a communication error with no double beep from the pod after fill.